Manufacturer narrative:
Concomitant products: 5076-52 lead, implanted: (B)(6) 2002; 6937-52 lead, implanted: (B)(6) 2000.

Event description:
It was reported the patient developed a pocket infection and the device did not deliver therapy during an arrhythmia. The patient was rescued with an external shock. Additionally, the device could not be interrogated, did not emit tone with use of a magnet, and displayed premature battery depletion. Of note, interrogation of the device the previous week showed normal parameters and device shocks for ventricular fibrillation. It was also reported that during the explant procedure of the device and leads, it was noted there was insulation damage of the fifty-two-centimeter lead and the sixty-five centimeter lead broke during extraction from the pocket. Both leads were partially removed and capped. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated overstress, electrical/arcing in the hybrid. Hybrid analysis confirmed that the device was in a no-output/no-telemetry condition. After opening the device, optical inspection identified gross evidence of high voltage arcing on the hybrid from the transformer to the upper corner of the stacked chip scal e package (scsp). The printed circuit board (pcb) and multiple components in this area were significantly damaged. Hybrid analysis found the device battery to be severely depleted at 0v. When the device was powered with an external supply, extremely high system current drain was observed. This was the cause of the battery depletion. The analysis results were strong evidence that an internal high voltage arcing event interrupted therapy delivery in the field. This caused catastrophic hybrid damage and high system current drain which depleted the battery below the device operating voltage resulting in the no-telemetry/no-output condition. If information is provided in the future, a supplemental report will be issued.